Manufacturer narrative:
UDI number: ni. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2019-00056, 3012447612-2019-00057, and 3012447612-2019-00058.

Event description:
It was reported that the tips of a screw inserter and two driver bits fractured off while removing previously-implanted screws to address adjacent level disease progression. There were no reported patient impacts. This is report two of three for this event.

Manufacturer narrative:
Information was entered in error; there are no changes from the initial submission. Additional information: results and conclusion - the device was not returned for evaluation so no results are available and no conclusions can be drawn. The lot number is unknown; therefore the device history records are unable to be reviewed. The labeling was reviewed and found to contain instructions regarding device usage. Current information is insufficient to permit a valid conclusion about the cause of this event.

Event description:
It was reported that the tips of a screw inserter and two driver bits fractured off while removing previously-implanted screws to address adjacent level disease progression. There were no reported patient impacts. This is report two of three for this event.